Manufacturer narrative:
E was initially received via regulatory authority (reference number: (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("severe pain all the time / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, menopausal symptoms, muscle ache, weakness, joint pain, leiomyoma nos and uterine cervical squamous metaplasia. Concomitant products included cholecalciferol (vitamin d) since 2016, multivitamins and testosterone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"), fatigue ("fatigue") and weight increased ("weight gain"). On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("pain, lower back pain") and abdominal pain ("pain, abdominal pain"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rashes everywhere, skin rashes"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation and pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with ibuprofen, surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal distension, vaginal haemorrhage, mood swings, bladder disorder, urinary tract disorder, migraine, vaginal discharge and fatigue outcome was unknown, the headache, rash, weight increased and back pain was resolving and the alopecia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in the removal date from the previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, back pain, menorrhagia, fallopian tube perforation. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, removal date updated, lot no, concomitant disease, treatment medication, new events fallopian tube perforation, menorrhagia, vaginal haemorrhage, mood swings, rash, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, back pain, alopecia, abdominal pain added. Outcome for the events headache, rash, weight increased, back pain updated to recovering / resolving and for events alopecia and abdominal pain updated to recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0233) on 12-aug-2015. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("severe pain all the time / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, menopausal symptoms, muscle ache, weakness, joint pain, leiomyoma nos and uterine cervical squamous metaplasia. Concomitant products included colecalciferol (vitamin d) since 2016, multivitamins and testosterone. In (B)(6) 2014, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("pain, lower back pain") and abdominal pain ("pain, abdominal pain"). In (B)(6) 2014, the patient experienced rash generalised ("rashes or skin conditions type: rashes everywhere, skin rashes"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with ibuprofen, surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure implant), surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure implant) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal distension, vaginal haemorrhage, mood swings, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, genital haemorrhage and abdominal pain lower outcome was unknown, the headache, rash generalised, weight increased and back pain was resolving and the alopecia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, rash generalised, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in the removal date from the previously reported diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, back pain, menorrhagia, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: new pfs received- new events added: cramping and abnormal bleeding were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0233) on 12-aug-2015. The most recent information was received on 29-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("severe pain all the time / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, menopausal symptoms, muscle ache, weakness, joint pain, leiomyoma nos and uterine cervical squamous metaplasia. Concomitant products included colecalciferol (vitamin d) since 2016, multivitamins and testosterone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"), fatigue ("fatigue") and weight increased ("weight gain"). On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("pain, lower back pain") and abdominal pain ("pain, abdominal pain"). In (B)(6) 2014, the patient experienced rash generalised ("rashes or skin conditions type: rashes everywhere, skin rashes"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with ibuprofen, surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal distension, vaginal haemorrhage, mood swings, bladder disorder, urinary tract disorder, migraine, vaginal discharge and fatigue outcome was unknown, the headache, rash generalised, weight increased and back pain was resolving and the alopecia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, rash generalised, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in the removal date from the previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, back pain, menorrhagia, fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0233) on 12-aug-2015. The most recent information was received on 06-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure device location of device: essure device was jutting out of left fallopian tube 2 cm'), pelvic pain ('severe pain all the time / pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding') in a 32-year-old female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, menopausal symptoms, muscle ache, weakness, joint pain, leiomyoma nos and uterine cervical squamous metaplasia. Concomitant products included testosterone, vitamin d nos (vitamin d) since 2016 and vitamins nos (multivitamins). On (B)(4)2014, the patient had essure inserted. In (B)(4)2014, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(4)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("pain, lower back pain") and abdominal pain ("pain, abdominal pain"). In (B)(4)2014, the patient experienced rash ("rashes or skin conditions type: rashes everywhere, skin rashes"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(4)2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(4)2016, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), vomiting ("vomiting") and menstruation irregular ("irregular periods"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(4)2016. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, abdominal distension, vaginal haemorrhage, mood swings, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, genital haemorrhage, abdominal pain lower, vomiting and menstruation irregular outcome was unknown, the headache, rash, weight increased and back pain was resolving and the alopecia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted in the removal date from the previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(4)2014: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, back pain, menorrhagia, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received: new event "vomiting, irregular periods" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4)) on 12-aug-2015. The most recent information was received on 18-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain all the time / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and headache ("headaches"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2017: summons received- case upgraded as incident and serious. Surgical treatment was added for the event pelvic pain. Product start date and stop date was added. Legal reporter lawyer were added. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only". Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.